Manufacturer narrative:
Patient codes: (B)(4) (intervention required, non-union); device codes: (B)(4) (screw loose). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore were unable to determine the definitive cause of event.

Event description:
It was reported that patient with l4 spondylolisthesis underwent posterior lumbar interbody fusion at l4/5. Post-operatively, all 4 screws were loosened and neurologic symptom occurred in the patient.patient didn't achieve solid fusion. As a result, revision surgery is scheduled on (B)(6) 2017.